Manufacturer narrative:
B.3. Date of event: unknown. The date received by manufacturer has been used for this field. E.1. Initial reporter state: address information was not able to be obtained, therefore, (B)(6) was used as a place holder. H.3. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that prior to use with an unspecified amount of abbott transplant pretreatment edta tubes there were molding defects with the caps. 2nd of 2 complaints. The following information was provided by the initial reporter: customer is reporting multiple defects for item 364676.

Manufacturer narrative:
H.6. Investigation summary: bd received 8 photos from the customer in support of this complaint. A visual evaluation of the photos was performed and does confirm the presence of the label lift, torn label and damaged tube and shelf pack labels, damaged/broken tray, foreign matter under the shrinkwrap, and a wooden piece through the tray. Additionally, 100 retention samples were inspected with no label lift, damage, or foreign matter being identified. No changes have been made to the processes or equipment. Several projects are in place that will help reduce the potential of introducing foreign matter and a team has also been established that¿s focus is foreign matter awareness and reduction. Bd was able to confirm the customer¿s indicated failure modes with the photos provided. Bd was unable to determine a root cause for the reported issues. The device history records were reviewed with no issues being identified. There were no related quality notifications. All process and final inspections comply with specification requirements. H3 other text : see h.10.

Event description:
It was reported that prior to use with an unspecified amount of abbott transplant pretreatment edta tubes there were molding defects with the caps. 2nd of 2 complaints the following information was provided by the initial reporter: customer is reporting multiple defects for item 364676.